Manufacturer narrative:
The customer¿s report of fluid leaking at the connection of a texium-bonded secondary set to primary set during infusion was not confirmed. Visual inspection did not reveal any discernible damage to the tubing set, and microscopic examination of the inside of the texium valve did not reveal any abnormalities. Functional and pressure testing resulted in no leaking at any time. The root cause of the customers report was not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a leak at the connection between the secondary set and the primary set during patient use. The customer reported a delay in therapy occurred because the line was changed multiple times; however, the number of line changes was not provided. There was no report of patient harm.